Manufacturer narrative:
Due to characterization limit e1: event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) device had the following error displayed when turned on the that battery maintenance required bay #1 and bay #2. There was no patient harm or injury reported.